Manufacturer narrative:
Concomitant medical product: product ID: 8709sc; serial#: (B)(4); implanted: (B)(6) 2011; explanted: (B)(6) 2015; product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 05-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. Regarding the drug being delivered, it was reported, "I believe it might have been, I think morphine with bupivacaine, but I am not sure." It was reported that "in july 2015," the catheter broke and had to be pulled out. They had to decrease the medication to very low and slowly titrate back up the medication and for 3 weeks or so, he was going through withdrawals.